Event description:
It was reported that the pt's lead connections were loose and she was getting shocking sensations. The pt is pregnant so her physician decreased stimulation settings and turned the device off. A lead revision is planned after the pregnancy. Further info is being requested from the hcp.

Manufacturer narrative:
.